Event description:
In 2004, during a direct stent procedure (contrary to IFU), a penta stent was deployed in an ami patient (contrary to IFU), in a 90% stenosed lesion in the rca. The stenosis became 0%. Two days later, sat occurred in the target leison, which was treated with a thrombuster and the stenosis became 90%. Balloon dilatation was performed, but it was hazy and the thrombosis repeatedly appeared inside the stent. A perfusion balloon was used and after approximately 10 minutes the thrombosis disappeared.